Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. This patient has a history of hypertension and diabetes. However, minimal information regarding the condition of the valve was received through our implant patient registry process. Without return of this device for evaluation, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately eight (8) years and one (1) month. Both devices remain implanted. Through follow up with the health care provider, pre-op diagnosis was aortic stenosis. The patient had presented with heart failure and angina. Tavr was performed. Post-implant peak gradient was 14mmhg and mean gradient was 7mmhg with trace perivalvular leak. The patient tolerated the procedure well with no complications.